Event description:
Pt status post open fracture of distal tibia was treated with ex-fix hardware and two 4.5mm cortex screws in (B)(6) 2011. At follow up visit on an unk date surgeon removed the ex fix and the two screws remained implanted with the leg being casted. Six to seven months after ex fix removal and casting pt returned to different surgeon and hospital for a second opinion on an unk date. X-rays were taken and surgeon confirmed a non-union. Pt returned to operating room on (B)(6) 2011, the two screws were removed. Pt was revised to lcp plate and thirteen screws. As surgeon was tightening the screws the tip of the screwdriver broke off in the screw head of one screw. Surgeon was unsuccessful at removing the screwdriver tip from the screw head and it remains in the pt. This is 3 of 3 reports for this event.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn as no product was returned.